Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) underwent a revision due to a sticky pump. The pump would not refill. The device was removed and replaced. There were no patient complications.